Event description:
The customer reported the images were dark. The contrast is really dark and they have to change to auto to get brighter. A pt was involved, but not injured.

Manufacturer narrative:
.